Manufacturer narrative:
Continuation of d10: product ID: evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves; implant date: n/a; explant date: n/a .select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while preparing for a transcatheter aortic valve implant procedure, it was decided to utilize a 29-millimeter (mm) valve based on the derived perimeter of 25.2 mm of the patient's aortic annulus. During attempted implantation of the 29 mm valve, three deployment attempts were made. During all three attempts, valve movement during deployment while still attached to the delivery catheter system (dcs) occurred. After the third unsuccessful deployment attempt, it was decided to remove the valve and dcs from the patient's body and prepare a 34 mm valve and dcs. The 34 mm valve was then successfully implanted. No patient complications were reported as a result of this event.